Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a nickel allergy and had developed an irritation under the ECG electrodes of the lifevest. The patient's doctor told him to remove the lifevest for a little bit but once the patient put the device back on, he broke out again. The outcome of the irritation is unknown.